Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed chiller pump shorting a power circuit card. The device was evaluated upon receipt. Red warning screen. Try to narrow down the possible issue of this unit while doing the inspection. Found the unit got red screen indicate 'system failed to start. Power down, then power back up to retry. Contact medivance service if the message reappears.'. Troubleshooting with different control panel, issue resist. Troubleshooting with different io circuit board, isolation circuit board, and the processor circuit board, issue resist. Troubleshooting with different power circuit card, unit process to the normal operation page. Faulty chiller pump shorts power circuit card. Replaced chiller pump, power circuit card. After finished the filling function, unit got black screen after the chiller kick-in. And the red screen warning reappears after that. Suspect the issue related to the chiller, unit will be sent back to the us for further repair, per dymax evaluation, chiller and chiller pump powers on on empty tank, no water, level reads zero. Replaced I/o card. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they turn the arctic sun device on system failed to start. Power down, the power back up to retry. Contact medivance service if this message reappears. Powered down several times, error keeps reoccurring. Per follow up information received via mail on 19mar2025, the device will be sent in for a bd-approved facility for evaluation. But the unit still had a chiller issue which need to be sent to the us for repair.